Event description:
The patient presented to the hospital with chest pain and several inappropriate shocks. The physician tried to interrogate the device but found the device in backup vvi. The device was explanted. During procedure, the rv lead showed high lead impedance and oversensing. The lead was capped.

Manufacturer narrative:
Our CAPA system has found this past-due reportable event. During the ICD analysis, the stored egm's were reviewed and was indicative of a lead anomaly. The reset and inappropriate therapy delivery appeared to be caused by a lead anomaly.